Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on the sensor patch. Attempted to scan the sensor using the evaluation module (evm), sensor did not scan. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), no issues were observed. The returned battery has been measured and results were within specification. The battery was unsoldered from the pcba, sensor did not scan with the evm. Extended investigation and visual inspection has been performed on the de-cased returned sensor, no issues were observed. Using a new and unused battery, attempted to return to storage state when device event log full error message was observed. Unable to investigate further due to not being able to reprogram sensor back to storage state and perform source measure unit (smu) testing. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer received treatment of juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer received treatment of juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer received treatment of juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.